Event description:
It was reported that a large volume infusor was leaking from an unspecified location. There was fluid inside the overpouch of the device discovered prior to patient use. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The lot was manufactured from october 29, 2021 - november 01, 2021. The device was received for evaluation. Visual inspection using the naked eye revealed fluid inside the bag that contained the sample which suggested a leak had occurred. The cause of the fluid inside the bag was due to the broken tubing at the junction of the flow restrictor. Further inspection revealed that the portion of the broken tubing was remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.